Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Appendectomy- "during appendectomy distale part of the trocar got broken. A small piece of plastic was found inside the abdomen of the child in the middle of the intestine."patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the distal tip of the cannula was fractured. The piece of the fractured cannula was returned for evaluation. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Based on the evaluation of the returned product, the root cause of this incident is likely due to the device being subject to an applied force by either an instrument or from insertion during the procedure. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.